Manufacturer narrative:
As of 02/15/2016 aso has not received a lot number from consumer or returned samples. Aso is unable to test the product for adhesion properties without a lot number. However, aso has reviewed records of biocompatibility tests. Please refer to section of this report for further details. Consumer hasn't provided information.

Event description:
Consumer reported that when she removed the device, this took a layer of skin off with it.